Manufacturer narrative:
Product analysis: the complaint was confirmed. Performing calibration resolved the issue. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus was out of calibration. The programmer was returned for service. There was no patient involvement.